Event description:
It was reported that the right ventricular (rv) lead had high thresholds, short interval counts (sic) and episodes that appear as no ise stored. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d224drg ICD, implanted: (B)(6) 2011. (B)(4).